Event description:
Allegedly, while performing a procedure, one jaw of the instrument broke off and fell into the patient. The doctor took an x-ray and immediately removed the jaw. The procedure was completed with no injury to the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. We are following up with the customer to have the instrument returned.